Event description:
Rep reported that the surgeon placed a certas with siphon guard programmed to 4. Three days later the patient came to the ER with bilateral subdural hygromas from over draining. Surgeon moved her valve to a 6 with no better outcome. He then took the valve to a 7 and is waiting to see what happens. The device is still implanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Eval summary: device is still implanted.